Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 97740 product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they saw code 376 several months ago, but stated they received a replacement part from patient services and that corrected the 376 code.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a frayed desktop charger cord. Patient reported the desktop charger wire was broken where the connector pin was. Patient had to wiggle the desktop charger into the recharger to charge the recharger. The issue began over a month, or longer than 4 weeks. Patient also mentioned they were getting a doctor message for over a month and they were getting the doctor message with or without the desktop charger plugged in. Patient couldn't recall details of the doctor message. During the call the doctor message didn't display. Patient services (pss) advised patient to take a picture or note the details of the message down and call patient services back. A replacement desktop charger cord was sent out.

Manufacturer narrative:
Product ID 97740 lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.